Manufacturer narrative:
Device analysis performed on the returned indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body, and actuator shaft and spindle found to be outside of the main body. Damage to the device prevented functional testing; however, this damage to the spacer indicates the break was due to deployment against resistance or manipulation of the position of the device by gear shifting of the inserter. A labelling review was performed and it did not reveal any anomalies. Additionally, device breakage can occur when used with forced deployment and is noted within the instructions for use (IFU) as a potential complication associated with the use of the device.

Event description:
It was reported that during an implant procedure, the washer of the superion indirect decompression spacer came off during insertion. All pieces of the spacer were removed from the patient, and the procedure was completed with another of the same device. The patient did well postoperatively.

Event description:
It was reported that during an implant procedure, the washer of the superion indirect decompression spacer came off during insertion. All pieces of the spacer were removed from the patient, and the procedure was completed with another of the same device. The patient did well postoperatively.